Manufacturer narrative:
E3: occupation: manager rt a review of the device history record of the product code/lot number combination was conducted with no findings. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause was unable to be determined. It is likely that the hemostasis sheath was kinked which prevented proper assembly with the carrier tube. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the case was a left leg angio via 6 french access. The angio-seal was used with the provided .035 wire. The wire was put in the angio-seal sheath and the artery locator was put in over the wire with blood return. The bypass tube was attempted to be inserted; however, it would not transition, therefore, they pulled it out and rewired it to pull the sheath/dilator artery locator. It was kinked and they pulled another angio-seal. After they attempted three angio-seals, they held pressure. No blood loss was reported. There was no patient injury or surgical intervention required.